Manufacturer narrative:
Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records was performed and found the device conformed to specification when released to stock. The cause(s) of the difficulty reported by the customer could not be determined.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
A physician reported that on (B)(6) 2019 a revision surgery was performed due to a suspected obstruction of a certas plus valve (ID 828804). The valve was implanted to the patient¿s body via va. The surgeon reported that the blood contamination of the new valve is suspected and asked for advice, and the sales representative in charge gave the information about valve obstruction. The patient is now under monitoring. No further information was provided by the hospital.